Event description:
During a knee revision a zimmer lcck was taken out and a tc3 was going to be put in. During the preparation of tibia they had reamed with the 14 mm reamer to the right depth and with the conical reamer and went on to broach with the smallest sleeve broach and the 14 x 75 mm stem attached. During the first broach the tip of the trial stem came off the trial stem and got stuck distally in the patients tibia. It was no chance of retrieving it because it was stuck. The tip of the stem is not possible to loosen but it came off anyway. There was a surgical delay of 45 minutes.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : visual examination of the returned device confirmed the reported event. The device was found broken, not all parts were returned. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mrae) was not performed.